Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The facility scheduled the replacement procedure, but according to the physician, they will not be able send data to technical services (ts) to perform a premature battery depletion (pbd) analysis. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The facility scheduled the replacement procedure, but according to the physician, they will not be able send data to technical services (ts) to perform a premature battery depletion (pbd) analysis. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. No additional adverse patient effects were reported. Product return availability will be requested to the field.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The facility scheduled the replacement procedure, but according to the physician, they will not be able send data to technical services (ts) to perform a premature battery depletion (pbd) analysis. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. No additional adverse patient effects were reported. Boston scientific has been informed that the patient made the decision to keep the device and declined to sign the consent form to allow return of the device for analysis.